Manufacturer narrative:
H6 - health effect clinical code: 4581 (significant reduction of ica). H6 - health effect clinical code: 1937 (elevated iop). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens of -14.0/2.5/95 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault, elevated iop, and significant reduction of ica. The problem resolved. The cause of the event was reported as unknown.